Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 101 mg/dl. The customer was advised that the site may have been occluded. The customer was advised to infusion sst and return set for analysis. The customer was advised that we will send packing to return and will send replacement.